Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16aug2019. (B)(4). The manufacturer¿s commercial operations specialist confirmed the reported ¿fan runs intermittently¿ issue. A new ventilator was sent to the customer. The v60 ventilator was return for analysis. An investigation was performed and was tested with no errors produced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the fan was running intermittently when they received the ventilator. There was no patient involvement.